Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for not passing was the cable connecting the trunk cable was cut entirely. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.